Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead showed high impedance and possible fracture. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead showed high impedance and possible fracture. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Us FDA event summary: the full lead was returned, analyzed and the distal conductor fractured. Perfomance data revealed that right ventricular (rv) lead lead integrity alert (lia) was triggered, rv pacing impedance was out of range (oor)/high, non-physiologic / short interval counts (sic) were present, and there was oversensing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.